Manufacturer narrative:
The model or lot numbers are not available as the hospital did not document them. The catheter was discarded. As per the product instructions for use (IFU) complications related to perforation of the right ventricle, cases of myocardial perforation associated with the use of temporary transvenous pacing catheters have been reported. Careful repositioning and withdrawal of the catheter under ECG and fluoroscopic control is recommended. In this case, the rv was perforated but that no malfunction is alleged or suspected and procedural factors may have contributed to the event.

Event description:
It was reported that the right ventricle was perforated with a swan-ganz pacing catheter during a transcatheter aortic valve replacement (tavr) procedure. Pericardial effusion was noted and apparently treated in the procedure. Later, it was noted that the tubing in the pericardial sac clotted off, and a bedside pericardiocentesis was performed. The patient was then brought to the or to perform a pericardial window. At last report, the patient had been extubated and is making some progress. An amiodarone drip is still in use, but no vasopressors re needed. The mental status has deteriorated from the initial hospital admission and further testing is being ordered.

Manufacturer narrative:
It was indicated that the patient expired on (B)(6) 2013 of unknown cause. If additional information is obtained a supplemental report will be submitted.